Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing), a battery communication failure alarm (smbus communication loss or sda short due to low pack voltage, battery level low (50%) and battery failure, low voltage, (v<12v) alarm issued. The ltpowerdata from the complaint date showed cell imbalance with battery 1 which caused the battery pack¿s internal electronics to shut down. The console was tested, and the failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery 1. In conclusion, the root cause of the defective battery was due to internal cell imbalance in battery 1. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported during impella mechanical circulatory support, the automated impella controller (aic) displayed a battery communication failure. Consequently, the aic was switched to a backup aic with no report of interruption in support and no harm to the unknown age patient.